Event description:
Bd medical provides both by prescription quick set plus infusion kit for use with insulin pump and the test strips to check blood sugar levels. Pt has received replacement strips for defective strips before and now has received what pt believes are another batch of test strips that are defective. Pt has taken their blood sugar 3 times with this latest batch and had a 75% failure rate of strips. The defective infusion kits will not dispense insulin properly resulting in blood sugars above 450. When the strips are defective and you have this kind of blood sugars it is dangerous to life and limb. Pt feels their quality control is out of control. They sent a list of bad lots to various customers that included an estimated 40 lots. Pt thinks they should be investigated.